Event description:
Consumer claims using the heating pad on her back which resulted in blisters. No other information was provided.

Manufacturer narrative:
The product was crushed by the consumer, which is a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.